Event description:
Additional information received via email. According to the customer, the pump came to their shop tagged "broken". It was reported that no further information is available.

Manufacturer narrative:
One device was received. Visual inspection noted the top case was chipped, the bottom case was cracked, the right plunger case was cracked. Functional testing was unable to duplicate the primary audible alarm post at power up. The most probable (but unconfirmed) cause for the green screen was that the customer had an incomplete upload process from the base to head of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced chipped top case, damaged right plunger case, along with all the plastic parts of the plunger head. Replaced cracked bottom case. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump exhibited a primary audible alarm and a green screen. No patient injury was reported.